Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, arcing was observed. The tip cover accessory was immediately removed and replaced. The planned surgical procedure was completed with the replacement tip cover and without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory has not been returned for eval, therefore, reported failure could not be confirmed nor denied. A f/u MDR will be submitted, if the tip cover is returned for eval or if add'l info is received.